Event description:
It was reported that the patient underwent cup removal head exchange due to looseness. Nothing done with w stem. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).